Manufacturer narrative:
On 08/09/2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both of her breasts. Patient code 1761 for capsular contracture has been added. On 08/12/2019, mentor received additional information about the event. The patient has a small dent on her left breast. Device code 2976 for material deformation has been added. On 08/14/2019, mentor received additional information about the event. The patient¿s breast prostheses were discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, pain in left breast. (B)(4).

Event description:
It was reported (via FDA medwatch) that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including random nausea, stomach pains, depression, muscle weakness, hormonal imbalance, sensitivity to light, pain in breasts and chest wall, a painful red rash over patient¿s face, daily sickness, issues in son that patient believes to be related to the breast prostheses, anxiety, chronic fatigue, muscle pain, vertigo, lightheadedness, fevers and chills, brain fog, word retrieval issues, long-term and short-term memory loss, candida, skin rashes, blurred vision, shortness of breath, sharp and dull ache in left breast and nipple, numbness/tingling in the arms and legs, no sex drive, food intolerance, sinus issues, sciatic pain, bladder pain, inability to breast feed, and difficulty swallowing. In addition, patient reports that she can feel the left side breast prosthesis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.